Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The 4x15mm nc trek balloon dilatation catheter (bdc) was used in a procedure; however, during removal of the balloon catheter, the balloon separated. Therefore, an unspecified balloon was used as an anchor and removed the separated portion. There was no adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issues. Based on the information provided, a definitive cause for the reported separation could not be determined; however, the reported unexpected medical intervention appears to be related to operational context. Possible factors that may contribute to a balloon separation may include, but not limited to, manufacturing damage, interaction with the anatomy, user attempts to remove against resistance and physician applies excessive force against resistance. In this case, a conclusive cause for the reported separation could not be determined since the device was not returned for analysis and limited information was provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction to d9 - device available for evaluation updated from yes to no.